Event description:
It was reported that the tip was broken off of the ortho grip knee pointer during a routine inspection of the manufacturer sales representative's sample equipment. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip was broken off of the ortho grip knee pointer during a routine inspection of the manufacturer sales representative's sample equipment. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.

Manufacturer narrative:
During failure analysis, the reported event that the tip was broken was confirmed through the visual inspection. During the device evaluation, we were unable to determine what caused the broken tip. It is possible rough or improper handling led to the broken tip. The device was discarded by the manufacturer following evaluation.